Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure following successfully dilatation of a lesion in the left anterior descending, the guide wire was moved to a diagonal branch of the left anterior descending. Difficulties with the gude wire revealed that the tip had become separated. The separated portion remained in the distal vessel. Attempts to retrieve the separated portion of the guide wire were unsuccessful. The separated portion of the guide wire was left in the pt.